Event description:
It was reported that the ilet pump touchscreen was unresponsive in the top-left area, preventing the patient from exiting the cgm graph or accessing the menu, and the device was restarted and subsequently shut down; the issue aligns with a key or button/touch input not working on the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen input, consistent with an unresponsive key/button condition on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.